Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the left ventricular lead exhibited no capture. It was determined that the lead had dislodged. It was noted that the lead had dislodged twice previously. It was also noted that the patient was feeling shortness of breath. The physician opted not to reposition the lead and instead programmed it off. The patient was stable throughout and will continued to be monitored.